Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after the physician went transseptal, before mapping with the carto 3 system, and after heparin was given to the patient, a cardiac tamponade and pericardial effusion occurred. The pericardial effusion was confirmed and discovered with an intracardiac echo, and the patient's blood pressure began to drop. Transesophageal echocardiography (tee) was also performed on the patient. Medical intervention provided was a pericardiocentesis and about 800 ml of fluid was removed. The patient was reported to be in stable condition. It was also reported that the pentaray catheter, the decanav catheter, the ice catheter, and the vizigo¿ sheath were inside of the patient at the time of the injury. The physician believed that when the vizigo¿ sheath crossed the septum, the vizigo¿ sheath knicked some portion of the heart. The procedure was aborted. It was confirmed that no ablation catheters were used during the procedure. Adverse event was discovered while using biosense webster inc. (Bwi) products. The physician did not believe the complication to be due to bwi product malfunction. The patient fully recovered and did not require extended hospital stay. Generator information- stockert gmbh, smartablate system rf generator, s/n g4c-6264-a. Transseptal puncture was performed using a baylis nrd transeptal needle. No ablation was performed. The event occurred during the transseptal phase. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 00002098 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 28-nov-2022, it was noted that the tissue injury code was inadvertently missed on the initial 3500a report. Therefore, h 6. Health effect - clinical code was updated on this report.